Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, and during resection of the bladder neck with a loop to achieve hemostasis, the surgeon observed what appeared to be a perforation of the bladder wall. The surgeon concluded that the perforation was not all the way through the bladder wall and did not appear to have occurred due to the high-velocity sterile saline waterjet from the aquabeam handpiece. In response to the bladder perforation, the surgeon left a foley balloon catheter in place longer to allow for healing of the perforation. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the event log files, device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder perforation. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the event details plus a review of the log files, DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.